Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had beep anomaly, no sound and hardware low level failure alarm. The customer¿s blood glucose level was 8 mmol/l at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low level failures alarmed during self test and confirmed in insulin pump history file due to a broken trace at keypad assembly. The audio tone/vibrate feature on the pump functioned properly during testing. No audio/vibrate anomaly noted during testing.